Manufacturer narrative:
A device history record (DHR) review was performed for the lot number reported and there were no issues found that could relate to the reported complaint. It is unknown if the sample is available for investigation. As the sample was not returned for evaluation, the complaint could not be confirmed.

Event description:
The complaint is reported as the cuff failed during use in the ICU. Additional information has been reported, but not yet received at the time of this report.